Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached its elective replacement indicator (eri) prematurely. It was further reported that the patient had received multiple post-operative shocks and most were deemed appropriate given the patient's medical condition. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.